Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation and legal manufacturer investigation. The unit was returned to the service for evaluation. The customer¿s complaint of ¿ decrease pressure ¿ was not confirmed. In addition, the legal manufacturer (lm) reviewed the content of this complaint for further investigation. The legal manufacturer was unable to determine the root cause since the subject device was not sent to the legal manufacturer. The lm reported that the most probable cause for the reported event is as follows: the pressure control function and the insufflation function temporally malfunctioned. Impacts from outside of the subject device, e.g. Other equipment used, or patient¿s state. As a result of the DHR review, it was confirmed that there was no abnormality in manufacturing, concession, and variation.

Manufacturer narrative:
As part of our investigation, the service center followed up with the customer regarding the reported event and was informed that no lubricate was used on the equipment/hose connections. The medical gas pipeline adaptor was inspected for damage. No gas leak test was performed on the uhi-4. It is unknown if the gas cylinder was confirmed to be closed prior to pressing the start switch. It is also, unknown if the gas cylinder 's valve was closed and if the supply pressure remain the same. The insufflation unit was returned to the service center and is pending evaluation. Upon on completion, of the investigation this report will be supplemented accordingly.

Event description:
The service center was informed that towards the end of a therapeutic gallbladder procedure, the pressure of the insufflation unit decreased. There were no alarms noted. The bar graph level for the supply pressure light was green. It is unknown if the intended procedure was complete. There was no patient injury reported.